Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a supplemental report will be submitted.

Event description:
It was reported that a system error 2058 alarm (bag/fluid under temperature) occurred on the homechoice device during the last fill. The technical service representative assisted the care giver to end the therapy early. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.